Event description:
It was reported that the patient received some inappropriate shocks due to dislodgement. The lead was successfully repositioned. At follow-up, inappropriate shocks due to noise and high pacing lead impedance was noted. At explant, the lead could be easily explanted wihout the explant tool but it was found that the lead tip was damaged and remained in the right ventricle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead tip was fractured at 2mm distal of the ring electrode. The appearance of the fracture area of the pacing coil indicates that the tip has fractured over time due to fatigue. The fracture is consistent with the observation from the field of high pacing lead impedance.